Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that they experienced an unexpected g5 application shut-off on (B)(6) 2016. No additional patient or event information is available.